Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil). The occurrence nor the associated error code, "backup alarm failed" (e1104) could be duplicated at the pil during the boot up of the cpu pcba or standard test bed (stb) operation using the cpu pcba. The cpu pcba passed all engineering testing, and all voltages required for the proper operation of the cpu are well within specifications. Pil determined that customer complaint resulted in no problem found.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6).

Event description:
Philips received a complaint by the customer on the v60, indicating an error for backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer had called in to report a separate issue. While a field service engineer (fse) was onsite investigating the initial issue, the fse discovered a backup alarm failure had occurred via confirmation of the error in the event log. The central processing unit (cpu) printed circuit board assembly (pcba) was then replaced, and the reported issue was resolved. The cpu pcba was replaced to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.